Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient presented to the emergency room due to receiving inappropriate therapy. It was determined that the right ventricular (rv) lead had pulled back and was dislodged. It was also noted there was oversensing with no observations of pacing inhibition. The boston scientific representative programmed the device to aai and the patient did not receive any shocks. The patient is not pacemaker dependent. Subsequently, the rv lead was explanted and replaced successfully. No additional adverse patient effects were reported.